Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled, thirty-day readmissions after transcatheter versus surgical mitral valve repair in high-risk patients with mitral regurgitation: analysis of the 2014¿2015 nationwide readmissions databases.

Event description:
This is filed to report heart failure, myocardial infarction, kidney failure, bleeding and stroke. It was reported through a research article that a total of 8,912 patients underwent transcatheter mitral valve repair (tmvr) or surgical mitral valve repair (smvr). Within 30 days after the procedure, the mitraclip my have contributed to heart failure, myocardial infarction, kidney failure, bleeding, stroke, rehospitalization and medical intervention. Details are listed in the article, titled ¿thirty-day readmissions after transcatheter versus surgical mitral valve repair in high-risk patients with mitral regurgitation: analysis of the 2014¿2015 nationwide readmissions databases.¿

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, a cause for the reported heart failure, myocardial infarction, renal failure, hemorrhage and cerebrovascular accident could not be determined. The reported patient effects of heart failure, myocardial infarction, renal failure, hemorrhage and cerebrovascular accident are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article attached: thirty-day readmissions after transcatheter versus surgical mitral valve repair in high-risk patients with mitral regurgitation: analysis of the 2014¿2015 nationwide readmissions databases.